Event description:
Op report indicates that the patient has a boston scientific spinal cord stimulation system from 15 years ago. The scs initially provided pain relief and then it stopped working several years ago. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).